Event description:
The customer reported being treated by the paramedics for low blood glucose. Troubleshooting was performed. The customer stated that he went to bed, and hrs later his wife noticed that he was unresponsive. The customer also stated that the infusion set was changed in the evening, and he remembered circles were displaying on the screen. The customer also stated that he did not know if an alarm had occurred prior to his low blood glucose. The time, date, basal, and bolus history were correct. The amount of insulin in the reservoir and status screen matched. Ran a displacement test and the insulin pump passed the test. Advised the customer to discontinue use of the device and the revert to back up of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.